Event description:
(B)(4). Essure was recommended by my dr and paid for by my insurance. After insertion I had daily pelvic pain that radiated around my hips and lower back and down my thighs. Unable to stretch my legs because of pulling in fallopian tubes/uterus. Began having bad headaches. Abnormal and very painful menses. Hair loss and growth of facial hair. Skin irritation, acne, dry eyes and lips. Depression and anxiety. Weight gain. Abdominal bloating along with severe constipation. I also was diagnosed with diabetes in (B)(6) 2015. Some symptoms seemed to subside after 1 year but, have now returned. I often have pain in my entire body, more so in the joints. Fatigue and lack of concentration. Painful sexual intercourse accompanied with vaginal bleeding. Vaginal discomfort and itching. Decreased interest in sex. Irritability. Increase in sweating, especially from head and face. Unable to complete daily tasks.